Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited auto mode switch episodes due to atrial pacing events. The patient was asymptomatic. Programming changes and further testing were recommended.